Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: product complaint follow-up from emma akselson: for the ¿wound in the scar¿, was any medical or surgical intervention performed other than removing the suture? If yes, please describe. No. Was a surgical procedure required to remove the suture? No was any intervention required for the pus? If yes, please provide that intervention provided. Don¿t know did the patient have an infection? No if yes, please provide any intervention required for the infection. Did the patient have a granuloma? Yes if yes, was there any medical or surgical intervention for the granuloma? Removal of remaining suture. Lot number of the vicryl suture? Don¿t know. Is there any complaint or alleged deficiency of the prolene suture that was used on the skin and removed one week after the procedure? If yes, please describe. Dont understand, no prolene involved?? Current status of the patient? Ok

Event description:
It was reported that a patient underwent procedure to remove a skin lesion on the right side of the forehead on (B)(6) 2024 and suture was used on the subcutaneous tissue. The skin sutures were removed a week later and then everything looked good. The patient contacted the ent clinic on (B)(6) 2025 when the wound had not healed completely and when there was a wound in the scar. The wound has pus and redness in the area. On (B)(6) 2025, the patient went for a wound check at the ent clinic the suture was protruding from the wound. The suture had not dissolved and caused the wound. The suture was removed after 50 days. It was reported that other medical intervention was not required. It was stated that granulomas are discovered frequently, but at this specific area they don't see them as often as they can suture more deep. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For the ¿wound in the scar¿, was any medical or surgical intervention performed other than removing the suture? If yes, please describe. Was a surgical procedure required to remove the suture? Was any intervention required for the pus? If yes, please provide that intervention provided. Did the patient have an infection? If yes, please provide any intervention required for the infection. Did the patient have a granuloma? If yes, was there any medical or surgical intervention for the granuloma? Lot number of the vicryl suture? Is there any complaint or alleged deficiency of the prolene suture that was used on the skin and removed one week after the procedure? If yes, please describe. Current status of the patient?